Event description:
Surgeon attempted to implant 2 coloplast single incision slings, both broke during insertion and were remove from surgical field. Pt code: 4582. Device code: 1069. Ref report: mw5180200.